Event description:
It was reported that patient called to report that he is having difficulty with his pump. He states that he is a strong guy but that he can not depress the bulb. He has been to his dr. Who told him he was just weak. Patient liaison went over trouble shooting techniques with him to include burping and anti-stiction and also encouraged him to take a warm bath or shower before attempting these maneuvers. He did state that he had tried a variety of pliers and vice grips to try and squeeze the device but has not had success. Patient liaison recommended that he not use any appliance to squeeze the device because he could cause damage to the pump.